Manufacturer narrative:
There were no samples or images returned for review; however, a lot number was provided. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the complaint will be reopened for further evaluation.

Event description:
PICC line broke where the catheter meets the heart of the line. It is believed that the tubing possibly got caught while the infant was being moved. There was no injury to the infant.